Event description:
It was reported that during a laparoscopic appendectomy the devices black button on stapler was not working. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date of event : only event year known: 2022. Batch # 845a82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and the reload lockout spring was damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 845a82, and no non-conformances were identified.